Event description:
It was reported that during the implant procedure, the first lead attempted had high thresholds in multiple spots. It was also reported that the lead later seemed to wrap around the patient's heart. The second attempted lead was advanced into the right ventricle, however, the patient's blood pressure dropped. It was further reported that pericardiocentesis was performed due to the presence of effusion and the physician felt the middle cardiac vein was dissected. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was stretched, there was blood in/on the helix/lobe mechanism, and visual analysis revealed the lead was damaged at implant. (B)(4) the full lead was returned and analyzed. No anomalies were found.